Manufacturer narrative:
E1: initial reporter country: corrected from ireland to united kingdom.

Event description:
Respond edge post market study. It was reported that intraventricular aortic heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin medication at the time of the index procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with deployment of a 27 mm lotus edge valve into the proper anatomical location. On the same day of the index procedure, post procedure, the subject developed non specific intraventricular block.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that intraventricular aortic heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin medication at the time of the index procedure. A lotus introducer sheath(lis) was placed, and then the native aortic valve was treated with deployment of a 27 mm lotus edge valve into the proper anatomical location. On the same day of the index procedure, post procedure, the subject developed non specific intraventricular block.